Event description:
It was reported that the patient had been having dizzy spells, almost passing out, and felt weakness since the device was implanted. The device checks were ok. The patient's medication had been adjusted. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.